Event description:
This IV prep complaint was received post smith & nephew's remedial action (voluntary recall) to prevent an unreasonable risk of substantial harm to the public health (ref recall #3006760724-030211-001r). Customer's daughter experienced severe infection at pump site. Site was red, hard and had to be lanced at hospital and drained of pus.

Manufacturer narrative:
Smith & nephew was contacted regarding the above described incident, which was reported as a field complaint for "infection-site/local". No product was returned by the customer. Control samples (from stock) of the reported lots 9k141 and 0m180, were analyzed by an independent test laboratory and met finished product specifications with no evidence of microbial contamination found. Batch records for the lots indicate all specifications were met at the time of release and no inconsistencies were noted. Medical advisor reviewed this incident and concluded that there is no medical evidence to support any relationship between the use of IV-prep wipes and this patient's symptoms.